Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The reported patient effect of fistula is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There was no reported device malfunction. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a revascularization procedure was to be performed on the anterior tibial artery. Two (2.5x38mm) xience sierra stents were implanted at the lesion overlapping each other to treat a dissection and poor flow. The dissection resolved; however, following deployment, it was noted that there was a significant arteriovenous (av) fistula visible at the lesion. A 2.8x26mm rx graftmaster was deployed overlapping within the previously implanted sierra stents at 16 atmospheres but failed to seal the fistula. Then a 2.80x19mm rx graftmaster stent was deployed at 15 atmospheres. There was marked improvement in the av fistula flow. However, there remained a small vein filling on the lateral portion of the leg. The physician deemed the small volume filling insignificant as it was not actively leaking and will self-resolve with conservative care and follow-up. There were no malap position or deployment issues noted with the rx graftmaster stents. The patient was discharged home with outpatient follow-up. There were no reported adverse patient sequelae. No additional information was provided.